Event description:
A site consumer affairs representative reported that their 4.75 screw driver was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Medtronic investigation of returned suspect solera screwdriver finds it is not damaged and functions normally. No problem found. No fault found. Reported issue could not be replicated.